Event description:
As reported for this event by the customer, during reprocessing it was observed that the device power inlet connector was broken. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the power switch was damaged with crack on protective cover and the plastic cap torn off. The alternating current (ac) inlet at the rear was damaged and pushed in, creating unsafe power cord plugged-in condition. In addition, tubing inside is bent and of old type. Four suction feet at the bottom have weak suction force. Also connector socket and air joint unit need replacing for preventive maintenance. The rest of other functions tested okay. Customer is not getting the device repaired as they will buy a replacement device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken inlet could not be determined. Olympus will continue to monitor field performance for this device.